Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 493 mg/dl. Customer did not experience any symptoms or treatment related to high blood glucose. Customer stated that they had insulin flow block alarm. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. No delivery alarm/occlusion during therapy not confirmed during testing. The insulin pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.